Event description:
It was reported the patient underwent a diagnostic left heart catheretization procedure with access obtained via the right femoral artery using a 6f introducer. Following the procedure, a stasyspatch was used to facilitate hemostasis. Immediately after placement of the patch and removal of the catheter, a localized hematoma formed circumferentially. The technologist worked to evacuate the hematoma manually alternating with direct pressure to achieve hemostasis. Two hours later, when the patient was in the outpatient area just prior to discharge, a reduction in the right leg distal pulse was noted. Over the course of the next few hours, heparin was initiated and the patient was taken to the catheterization lab for left femoral access; an angiogram revealed little to no flow below the level of the popliteal vessels at or about the right knee. Over the next 24 hours, an intra-arterial thrombolytic agent was administered. The patient developed a right groin hematoma and required four units of red blood cells. The patient underwent exploratory surgery; repeated passes with a fogarty catheter revealed no presence of thrombus or arterial plaque. Urokinase was administered to the anterior and posterior tibial vessels. The vascular defect from the initial catheterization procedure was then repaired. Intra-arterial verapamil and nitroglycerin were administered; circulation improved immediately in the right foot and has been excellent since that time.